Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing. The device was returned to a third party service center and the customer's complaint was confirmed. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board and oxygen blending module board need to be replaced to address the issues.